Event description:
Reporter noted piece of scissor tip broke off in eye during retina procedure. Retrieved piece without pt injury. Additional info received 12/2/2002: customer felt this could cause injury if it recurs.